Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that difficulty was experienced placing the left ventricular (lv) lead. A bulge was observed on the lead insulation. The physician reportedly would have replaced the lead; however, the patient's tolerance had decreased and lead parameters were noted to be normal. The lead remains in use. No patient complications have been reported as a result of this event.